Event description:
MFR received a letter from an attorney alleging that his client sustained a fractured arm requiring (2) surgeries to repair, as a direct result of the condition and use of the walker. What role if any the device played is unclear.